Manufacturer narrative:
Complaint confirmed. The screws clearly sustained significant damage, as the bodies of the screws are fragmented. The root cause of the failure could not be determined, but it is likely the result of excessive user applied mechanical forces during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during knee arthroscopy surgery all three screws did break off. The surgeon had to place a bigger screw then, also the surgery time took about 45 minutes longer. The broken off pieces have been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.